Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture with high impedance. Noise on the electrogram was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: a portion of the lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).